Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls in replicates of five, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and could not find any instrument malfunction. The cause of the discordant sodium, potassium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting normal both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.